Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the device was intended to be used for placement of fd in an unruptured cerebral aneurysm (ic-c2). The sleeve was removed using m1, but the tip was not extended. The sleeve was removed and expanded again, but the tip did not expand; it was taken out from the micro about 1/3 of the whole body, but it did not expand, including the midsection. The effects of tortuosity were taken into consideration, and each micro ic was dropped, then it was re-developed. The midsection was open, but the tip remained unexpanded. Furthermore, a twist occurred at the neck region. The tip was unexpanded and frayed on the live image, so it was resheathed and retrieved with the microcatheter and removed from the patient's body. The center and distal part of the pipeline had been positioned in a bend. More than 50% of the pipeline had been deployed when it failed to open. It had been resheathed "3 or more times." If it is shorter than that, the proximal end might become thicker, and there is also a concern about crimping failure. The procedure was continued by switching from fd placement to sac, and the procedure was completed successfully. No patient symptoms or further complications were reported as a result of this event. The pipeline was used for an indication that is approved and the device was prepared as indicated in the package insert.   The patient was undergoing surgery for treatment of a saccular, unruptured aneurysm in the left internal carotid c2 with a max diameter of 6mm and a 3.8mm neck diameter. Blood vessel diameter in the landing zone distal side was 3.2mm and proximal side was 3.9mm. It was noted the patient's vessel tortuosity was strong. Dual antiplatelet treatment was administered. Postoperative findings related to blood flow contrast show loss of blood flow into the aneurysm.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported the cause of the failure to open was considered that the product might have been bent and dissected in a short term and be in a "s" shape. The fraying was caused by fully reshaething more than 2 times.